Manufacturer narrative:
No unexpected excessive no delivery alarms noted. The insulin pump passed functional testing. The insulin pump was received with minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the customer received multiple no delivery alarms. The customer's blood glucose level was 414 mg/dl. The product will return. Nothing further to report.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.